Event description:
After the circuit was primed, the perfusionist noticed that there was a water leak at the water inlet connector on the oxygenator. The oxygenator was changed-out before going on bypass.

Manufacturer narrative:
Returned units tested for leaks at factory; cract noted on heat exchanger outlet port. It was confirmed that the solvent used for adhesion between outlet port and tubing had flowed into the outlet port. The crack was caused by excessive solvent which cause the outlet port to crack during exposure to heat during sterilization. Workers were re-instructed regarding procedure for removing solvent; the equipment used to remove excessive solvent is now renewed every two hours instead of once per day.